Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-202a, lg, uterine manipulator device was used in unnamed surgical procedure on (B)(6) 2025, and ¿item broke during service; used another device; no issues with outcome of procedure¿. The procedure was completed with the use of ¿another device¿ and a delay of one to five minutes. Per assessment, the details of the type of device breakage are unknown; however, it was confirmed that no fragment or component fell into the patient. The or manager stated, "possible user-error", and that the "patient was not harmed during this incident". There was no report of medical/surgical intervention or extended hospitalization required for the patient/user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: removed checkmark from block d7a, which had been inadvertently marked 'yes'. Additional manufacturer narrative: neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 96 reports, regarding 103 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-202a, lg,uterine manipulator device was used in unnamed surgical procedure on (B)(6) 2025, and ¿item broke during service; used another device; no issues with outcome of procedure¿. The procedure was completed with the use of ¿another device¿ and a delay of one to five minutes. Per assessment, the details of the type of device breakage are unknown; however, it was confirmed that no fragment or component fell into the patient. The or manager stated "possible user-error", and that the "patient was not harmed during this incident". There was no report of medical/surgical intervention or extended hospitalization required for the patient/user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.